Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse confirmed a leak from the retic stain pump and observed a defective white blood count (wbc) diluent pump. The fse replaced the associated hardware parts and verified system performance. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that there was a reagent stain leak of approximately 5 mls from the random access module of the coulter lh 750 hematology analyzer station during troubleshooting. The leak was not contained within the instrument. The customer observed the leak while troubleshooting white blood count (wbc) voteouts. The leak was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves, protective eyewear, and a laboratory coat at the time of the incident. The material safety data sheet (msds) was reviewed. There is an exposure control / risk management plan in place at the facility. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.